Event description:
It was reported the patient had other unrelated medical issues, therefore did not recharge for approximately 6 months. The patient has two scs systems. Troubleshooting was attempted with several chargers; however communication could not be established. The patient is currently without stimulation and does not recall when she last had stimulation. Surgical intervention may be undertaken to replace the ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.